Event description:
Physician was attempting to treat a severely calcified lesion in the rca with 95% stenosis and moderately tortuous vessel using an endeavor sprint drug eluting stent. The device was inspected and prepped with no issues noted. It was reported that the lesion was pre dilated with a 2.5 x 10mm dilatation balloon catheter. The physician then advanced the endeavor sprint device to the target lesion but due to high stenosis rate, resistance was noted and the device did not move in the vessel. Because of this the stent was deformed. Physician withdrew the whole system and the procedure was ended. The physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy. There was no injury to patient or clinical sequelae reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (lesion/vessel morphology). No results available since no evaluation was performed (no device received for evaluation). (No device received for evaluation). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion/vessel morphology). Unable to confirm complaint. (B)(4).

Event description:
Evaluation summary the distal tip was flared. Initial mandrel movement was successful. The hypotube was undamaged. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 5th, 6th and 7th proximal segments were deformed, the 9th, 10th, 11th and 15th proximal segments were misaligned with some raised struts, the 7th and 11th distal segments were misaligned with slightly raised struts.